Event description:
It was reported the unit emitted smoke. Visual examination and electrical testing of the unit revealed no defect or evidence of a prior defect that had resulted in excessive heat or smoke. The unit performed within expected tolerances. We were unable to detect any defect in this unit.